Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was surgically revised. Another rep was present during the revision. The patient¿s post-operative appointment was scheduled for (B)(6) 2020.

Event description:
Additional information was reported that the patient has been having issues with the therapy starting a few weeks ago, and then this past friday the reps switched her settings to dtm. The patient stated at that appointment they found that one of her leads has let go, and this wound around the device in the pocket. The caller stated the dtm settings have not been successful, but it's not really a fair trial of these settings because of the lead issue. The patient stated she is not sure if she should keep the stimulation system on or not because she cannot get the settings to help reduce her pain. The patient stated she doesn't have any other groups set up that are not the dtm settings. The patient stated the one lead that is wrapped around the device is hard to configure and seems to be causing her muscle spasms. The patient is wondering if she should go back to the regular technology until she can get this resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's husband fell and she helped him up off the ground, and it has not been the same since. Hcp is aware and wants patient to try dtm on her good lead, and if that does not work then he will revise the lead. They met with the patient again to reset her dtm because she was changing the rate in her own and messing with the intensity. Rep reviewed with patient not to touch controller. Issue has not been completely resolved at this time. Patient come reach out to hcp when they get back from vacation regarding options.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep met up with the patient to do a reprogram and noticed that the x-ray they had showed two leads and the film that was up in the office had one lead. The patient needed a program tweak. Patient said it always worked great and then it just didn¿t. Patient had helped her husband up from the ground, couldn't remember when and thought maybe that¿s when she lost her pain coverage. Rep tested both leads with high stimulation and patent could feel one constantly over top of the battery and that was the 0-7 lead. Which was originally placed at the level. Rep had the office take another image and discovered that one of her leads had migrated completely out of the canal and settled in the pocket around the battery. Rep was able to reprogram on the existing lead although electrode 8 was greater than 40,000. Hcp wants patient to run on the dtm program rep set up on her existing lead for a week and then we will reevaluate from there whether or not to do a lead revision.